Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected troponin I result was obtained from a patient sample processed using vitros troponin I es reagent with a vitros 5600 integrated system. A definitive assignable cause could not be determined. Vitros troponin I es precision testing performed was within acceptance limits, indicating that the vitros 5600 integrated system was operating as intended. However, as the customer is not following the recommended vitros maintenance protocol for cleaning the incubator, a transient instrument related issue cannot be completely ruled out. Based on historical quality control data, there was no indication the vitros troponin I es reagent issue contributed to the event. However, the low level control used by the customer does not adequately evaluate performance of the vitros troponin I es reagent with troponin I concentrations <url (0.034 ng/ml), therefore a reagent issue cannot be entirely ruled out as a contributing factor. Pre¿analytical sample handling could not be ruled out as a contributing factor, as it was determined that the customer was not following the sample collection device manufacturer¿s recommendations for sample processing. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed.

Event description:
A customer obtained a non-reproducible, higher than expected troponin I result from a patient sample (0.170 ng/ml vs. Expected <0.012 ng/ml) using vitros troponin I es reagent in combination with a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected troponin I es result was reported from the laboratory; however, sample testing was repeated and a corrected report was issued. There was no allegation of patient harm as a result of the event. (B)(4).